Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt reported their device was not working right. The issue started over a year ago. The device stopped helping pain, stimulator shuts itself off at times. Also, sometimes pt gets no device found when trying to charge. Sometimes pt wears the device for 2 hrs and ins is not charged but then 30 min later it would show 100% charge. Pt talked to a rep, pt thinks it was over a year ago, and the rep had pt reset it. Pt saw their surgeon and the surgeon told pt to schedule a rep at their pain hcp's office for reprogramming. Reviewed hcp needs to contact the rep. Patient services sent an email to the rep and the rep indicated that they reached out to the patient and left a voicemail.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that he met with the patient on (B)(6) 2021. At that time, they could not duplicate the allegations made by patient. Pt needed an increase in their stim and was on hd programming. Programming was done. It was determined that patient was not positioning the external device correctly over the ins to charge, which may have been the cause, but rep noted no device issues. Rep reset the controller and patient was educated on how to charge and use the controller. There has been no additional communication with this patient nor there are any additional notes after the (B)(6) 2021.